Event description:
It was reported that a patient experienced issues with cartridges not reading insulin correctly, resulting in insulin being wasted approximately twice a week. There was no reported impact on the customer¿s blood glucose level. The patient was available for a call back from technical support to address the issue.